Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. This report was not confirmed due to lack of sample. A batch review was not performed due to unknown lot information. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) an incident involving accusol (strength unknown) that precipitation was noticed during a patient therapy. No other details were available. No patient injury or medical intervention was reported.